Manufacturer narrative:
Internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a tka surgery had been performed on an unknown date, the patient experienced a femoral stem fracture and load-dependent pain in the left leg, without pain at rest or tenderness on palpation. This adverse event was solved by a revision surgery on (B)(6) 2025, in which one (1) rt-plus mod stem straight 12/200 non-cem, one (1) rt-plus mod femoral comp. Left 6 cem, one (1) rt-plus mod femoral block dist.6/15 cem and one (1) rt-plus tibial insert 6/14mm were explanted and replaced with competitors devices. Current health status of patient is stable and fit for surgery.

Manufacturer narrative:
H3, h6: the complaint device used in treatment was not returned for investigation. A product evaluation was not possible. A review of the production documentation did not detect any deviation that could have contributed to the reported failure mode. The review of historical complaints for the alleged device revealed no additional similar complaints reported for the same batch, and no additional similar complaints for the same product number over the past 12 months with similar a failure mode. A review of past corrective actions was performed. No further escalation is required. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The instructions for use (81118154 rev. 0) states break of the component as a ¿potential medical device problems¿ in combination with the implantation of a knee prosthesis. Product drawing of the stem and the respective inspection instructions have been reviewed. No indicating factors contributing to the reported failure were detected. Since the device is not available, it is not possible to perform an assessment of material characteristics. The available clinical information was reviewed. The clinical root cause is likely multifactorial, including the patient¿s preexisting comorbidities/reported morbid obesity with bilateral lipedema, and prior revisions which included the non-cemented femoral stem component which appears to have a thick cement mantel and thin femoral cortex. Additionally, the reported femoral stem fracture/noted mid-femoral periprosthetic fracture likely secondary to insufficient bony support of the multi-cerlclaged (x6) femoral stem in the presence of non-union/incomplete bony union and large cement mantle cannot be ruled out as potential contributing factors. A component malperformance cannot be confirmed. The root cause of the event can be traced to non-device related factors. There is no indication that the reported devices failed to meet manufacturing specifications upon release for distribution. There is no need for further actions because of the limited information provided. Nevertheless, smith+nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.